Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.

Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market study the scope cultured positive for staphylococcus lugdunensis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope will be returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. An endoscopy support specialist (ess) visited the user facility and observed the processing technician, that reprocessed the positive scope, perform leak testing and manual cleaning of the tjf 160f scope. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first and obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope preprocessor(aer). The scope was sent to an external expert for destructive sample testing. There were no high concern organisms detected during the destructive sampling. Additionally, the external expert noted during destructive sampling: bleaching of the glue of the bending section, around the distal end objective lens, the distal end light guide lens and the air/ water nozzle surplus of glue around the light guide lens and objective lens presence of hole around the air/ water nozzle. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.